Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 30 mg/dl range at the time of the incident. The customer also had high blood glucose incidents. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they had lows at weird times. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.